Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(4) 2019 with blood glucose of below 40 mg/dl at the time of the incident. The customer was at 168 mg/dl at the time of admission, and 144 mg/dl at the time of the call. The customer was given food to treat. The customer got a hard hit on the head that led to a concussion. The customer did not mention any low symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer also reported sensors not adhering. The insulin pump will not be returned for analysis.